Event description:
On (B)(6) 2012, the pt was being treated with the gore excluder aaa endoprosthesis featuring the gore c3 delivery system. The pt had heavily calcified common iliac arteries causing difficulty advancing the 18 fr sheath. The physician initially attempted to advance the device without the sheath but ended up implanting a bare metal stent into the iliac which allowed for sheath access. After removal of the white outer deployment knob during the first stage of delivery it was reported that the contralateral gate was not fully opened. The physician was unable to cannulate the contralateral gate resulting in an unplanned aorto-uni-iliac procedure. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.